Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. While troubleshooting with tandem technical support, the customer reloaded cartridge, but did not see any drops exiting the end of the tubing during the fill tubing phase and then received another minimum fill notification. Customer loaded a new cartridge, completed the load process successfully, and resumed insulin delivery. Customer reported an elevated blood glucose level of 465 mg/dl and administered insulin injections manually in order to stabilize bg level.